Event description:
A medtronic representative reported that the surgeon experienced an inaccuracy while navigating posteriorly with the landmarx evolution system during an ent procedure. The surgeon proceeded with the case using the system. There was no impact to the patient.

Manufacturer narrative:
Pt info not available. The device has not been returned to the manufacturer. The straight suction probe was replaced and the issue was resolved.